Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer stated that the insulin pump had a hardware low level failures alarm during the self test. It was reported that the buttons were unresponsive and the keypad was delayed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly. (B)(4).